Event description:
It was initially reported to boston scientific corporation that a wallflex biliary stent device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure it was not possible to deploy the stent. The procedure was completed with another wallflex biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results which found the outer sheath detached/separated.

Manufacturer narrative:
(B)(4) for the evaluation findings of outer sheath detached/separated. Visual examination of the returned device noted that the stent was fully deployed, and the deployed stent presented no issue. Examination of the clear section of outer sheath noted that it was broken at the guidewire access port, with slight stretching noted at the break site. Examination of the inner shaft noted it was kinked at the area where the outer sheath had detached/separated. A slight bend was noted in the stainless steel shaft. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.